Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal sufenta (concentration and dose unknown) via an implanted pump for spinal pain. It was reported when pump was last replaced, the catheter was eroding through the patient¿s skin, and they needed to do additional surgery because of this. Further information was not provided.

Manufacturer narrative:
Concomitant products: product ID: 8709, lot#: j0056653r, implanted: (B)(6) 2001, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 20-nov-2002, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.